Event description:
A medtronic representative reported that, while in a CT spine procedure, the surgeon was touching bone in trajectory 1, trajectory 2 and 3d reg model, however, the probes eye view showed the surgeon in soft tissue. Then when adding a 0mm projection on the probe, and selecting either navigate tip or extension probes eye view, they were again accurate. The procedure was completed with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic representative performed a system check-out and finds the system passed hardware system checkout, software application checkout, instrument hardware checkout, axiem application checkout and interface checkout. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported.